Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: sheath was exchanged and placed successfully. Physician inserted bypass tube into sheath and attempted to advance device. Device buckled and crimped just behind footplate. Unable to deliver. Additional information: during a tavr procedure, there were no issues advancing or withdrawing procedure sheaths. When attempting to advance the bypass tube, it engaged properly with sheath , but device would not advance through bypass tube. Vessel was closed with a different device. There was no intervention needed and no harm to patient.

Manufacturer narrative:
(B)(4), one unit of manta and sheath were returned to teleflex for evaluation. Blood particulates were noted on the unit. The lever of the manta was not engaged. Lumen was observed to be kinked. Resistance was observed in advancing the bypass tube. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. No issues were encountered advancing or withdrawing the initial procedural sheaths. Following the tavr procedure, a 14f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the device would not advance. When the physician met resistance, the manta delivery tube buckled proximal to the manta anchor. The 14f manta device and sheath were removed. The physician closed the puncture site utilizing four other closure devices from other companies. The patient did not experience any harm or health consequences from this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. "A CAPA was completed related to difficulty advancing delivery system tube. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.2713%. The der process will continue to monitor for any similar events. We will initiate a new nce if the occurrence rate exceeds 0.40%"

Event description:
It was reported that: sheath was exchanged and placed successfully. Physician inserted bypass tube into sheath and attempted to advance device. Device buckled and crimped just behind footplate. Unable to deliver. Additional information: during a tavr procedure, there were no issues advancing or withdrawing procedure sheaths. When attempting to advance the bypass tube, it engaged properly with sheath , but device would not advance through bypass tube. Vessel was closed with a different device. There was no intervention needed and no harm to patient.